Manufacturer narrative:
Additional information: b1, b2, b5, d7, h1, h6, h7, h9.

Event description:
New information received notes that rv lead externalized conductor was observed. The lead was explanted. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, high capture threshold and multiple right ventricular (rv) lead noise oversensing episodes were observed. The patient did not require pacing. Programming change was made. Lead explant was mentioned. The patient was stable.